Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of below 40 mg/dl; cause was unknown. The customer was treated intravenously with unspecified fluids. Reportedly, customer left the ER eight hours later with issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.